Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units, and the insulin gauge displayed over 60 units of insulin. After insulin was delivered, the insulin gauge changed to 90 units. It was unknown how much insulin had been delivered during this time. There was no impact to the customer's blood glucose level.